Event description:
Implant was placed in patient a year ago. X-rays showed proper placement two months post operatively. Approximately 13 months later, surgeon was performing a laparoscopic procedure on the patient. He found the essure implant put in patient had failed by extruding through her uterus. He called company during surgery, but there was no response from company. Company responded to our risk department several days following the procedure.====================== manufacturer response for permenant birth control, essure======================manufacturer is aware of issue and notes that is is a known risk in approx 3.4% of patients in clinical trials